Event description:
It was reported that the patient had been hospitalized with low blood glucose. The patient's blood glucose levels reached 78 mg/dl while wearing the pod. The patient was vomiting and was diagnosed with gastroparesis. The patient was treated with shot of morphine, bag of blood, and upper gi cocktail. The patient was released the following day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.